Event description:
It was reported that customer received repeated minimum fill notifications while attempting to load insulin cartridge, despite having sufficient usable insulin and not using pump case. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pump pneumatic area as instructed, reloaded same cartridge without success, then followed guidance from technical support to fill and load new cartridge using proper technique, which resolved issue; customer successfully resumed insulin delivery and was provided replacement cartridges.